Event description:
It was reported that the patients ipg was in hibernation mode despite the attempts of cycle charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months to a year ago.